Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, a stellarex catheter was used to treat the target lesion of the left popliteal p1, p2. Approximately 10 months post index procedure, the patient experienced re-occlusion. A successful revascularization of the target lesion was performed on (B)(6) 2019. Per clinical evaluation, this is not related to the study device or procedure. This adverse event is being submitted because the patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical registry.

Manufacturer narrative:
The patient's date of birth, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Although the cause of the re-occlusion is unrelated to the study device, occlusion is listed in the IFU as a potential complications/ adverse events.